Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that vf detection due to oversensing of noise was noted. Diagnostic imaging and electrical testing revealed no anomalies. The lead was extracted and replaced with no complications. It was reported that the physician believed the noise was caused by lead damage occurring at implant.

Manufacturer narrative:
A partial lead with the distal tip measuring 48.9cm was returned for analysis. External insulation abrasion was noted at 40.5-40.9cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.